Manufacturer narrative:
An event regarding a size/fit issue involving a unitrax sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: slight scratching was identified on the inner ring surface. The returned device was otherwise unremarkable. A dimensional inspection was carried out. There was no evidence a dimensional issue. All features conformed to the required specifications outlined as per (B)(4). Further to this a review of the igs documented in the DHR did not indicate any evidence of a dimensional issue a functional inspection was also carried out with the returned unitrax sleeve and an in-house c-taper stem. The devices assembled successfully and passed functional inspection. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed and all features conformed to the required specifications. No further investigation is required at this time.

Event description:
Doctor assembled the unitrax sleeve -3 and unitrax 43mm head together and attempted to impact them on a secur-fit ha 132 degree stem size 6. The doctor said it was not possible to impact the head because it rested on the stem with no room for impacting. He stated after using the 0 sleeve it appeared that 2mm of space between the head and the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Doctor assembled the unitrax sleeve -3 and unitrax 43mm head together and attempted to impact them on a secur-fit ha 132 degree stem size 6. The doctor said it was not possible to impact the head because it rested on the stem with no room for impacting. He stated after using the 0 sleeve, it appeared that 2mm of space between the head and the stem.